Event description:
Account stated bed has siderails that will not latch. Account has requested a tech to respond and evaluate / repair alleged siderail issues. Tsr cleaned and lubricated the center arm assy' for resolution.